Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was reported the peritonitis event occurred while the patient was hospitalized for an unrelated medical condition. On an unreported date, the patient was treated with unspecified antibiotics (dose route and frequency not reported) for the peritonitis event. It was reported the patient was recovering from the peritonitis event. However, sixteen days after being admitted to the hospital, the patient passed away. Approximately two to three days prior to death, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis (hd) therapy. The cause of death per the death certificate was congestive heart failure, coronary artery disease, end stage renal disease and peritonitis. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.